Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been one more event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to elevated cocr levels and metallosis. A cocr metal liner, poly insert, and competitor femoral head were explanted. The tritanium revision shell remained in the patient. Update 05-09-2018: rep noted that the metal liner was "pretty corroded".